Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device presented to the emergency room (ER) alleging that their heart stopped beating and the device failed to shock. A review of the arrhythmia logbook confirmed that the device appropriately delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt). Following this, the patient's device was noted to be operating in monitor only mode. It was determined that while in the ER, tachy therapy was programmed off by ER staff. The patient was inadvertently discharged without reprogramming tachy therapy back on. This has since been corrected.